Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Date received by MFR: 15-apr-2016. Additional information was received that the reason for the ipg replacement was that the patient's ipg was unable to hold a charge. No device malfunction was suspected with the ipg and replacement was per physician's preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.